Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
A perforation and a pericardial effusion (pe) occurred. The procedure was cancelled. During a farapulse ablation procedure, a versacross connect access solution kit for faradrive was selected for use. The physician gaining access and once checked with intracardiac ultrasound (ice), a small effusion was noted. When they went up with the versacross rf wire, it slipped through the fossa ovalis, allowing them to cross the septum without rf energy application. The versacross devices were then pulled out due to a potential hematoma near the transseptal site, but since it was later confirmed to be a part of the patient's anatomy, it was proceeded to redo the transseptal. After about 10 minutes, they were able to find the same site and crossed once again without rf application. Next, the mapping catheter was inserted, and it was identified through ice that the left bored of the hear was not moving. Further investigation showed that the small effusion got larger and pericardiocentesis was required to remove the fluid. The patient remained stable throughout the procedure with pacemaker and blood pressure monitoring. The procedure was then cancelled, and the patient was sent to ICU for recovery and monitoring, and it is expected to fully recover. Product will not be returning for analysis as it was disposed. No other issues were reported. In the physician's opinion, the versacross rf wire and dilator did not malfunction during the procedure, but that there may have been a puncture in the right atrium (ra) with the versacross rf wire. They mentioned that the only possible complication was finding the svc which had an unusual takeoff posteriorly, and they potentially may have caught the right atrial appendage with versacross rf wire.